Event description:
Information received indicates the brake caster wheels would hold when the brake was applied, but casters would continue to swivel.

Manufacturer narrative:
The technician replaced the brake casters to repair the stretcher.